Event description:
It was reported that removal difficulty occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. A 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, a snag was felt from the stent, and the device became stuck. It was noted that the proximal side of the stent was lifted. The procedure was completed with a different device without any patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device synergy xd mr ous 3.50 x 20mm stent delivery system was returned to the complaint investigation site (cis) for analysis. Visual, tactile and microscopic analysis was performed on the device. No issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic examination of the stent identified struts lifted at the proximal section. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Bumper tip showed no signs of distal tip damage. The undamaged crimped stent outer diameter was measured, and the result is within max crimped stent profile measurement. No other issues were identified with the device. The allegation of stent deformation in the complaint is confirmed.

Event description:
It was reported that removal difficulty occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. A 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, a snag was felt from the stent, and the device became stuck. It was noted that the proximal side of the stent was lifted. The procedure was completed with a different device without any patient complications reported.